Event description:
Healthcare professional reported left side fluid drainage, followed by, necrosis ¿on partial nipple,¿ fever, and swelling. ¿puncture of seroma was operated, staphylococcus aureus was detected.¿ treatment with antibiotics was given and tissue expander was explanted. Patient has breast cancer, which is unrelated to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1., d.4., g.4., h.4., h.6.

Manufacturer narrative:
The events of necrosis, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: infection and relating symptoms.

Event description:
Healthcare professional reported left side fluid drainage, followed by, necrosis ¿on partial nipple,¿ fever, and swelling. ¿puncture of seroma was operated, staphylococcus aureus was detected.¿ treatment with antibiotics was given and tissue expander was explanted. Patient has breast cancer, which is unrelated to the device.